Manufacturer narrative:
(B) (4) intermittent power. Evaluation of the returned product shows that the alarm has intermittent power when tested with new batteries. There was no damage to the alarm case or to the battery compartment. (B) (4).

Event description:
The customer reported that the unit powers on and after a few minutes, the unit turns off. New batteries have been installed and the same thing happens. No visible damage to the alarm case. There was no patient injury reported.